Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04735; 2134265-2013-04734. (B)(4). It was reported that subsequent to a percutaneous coronary intervention, the subject died. On (B)(4) 2010, the subject was diagnosed with abnormal cv function study and positive nuclear test and was diagnosed with silent ischemia and was referred for cardiac catheterization which revealed 3 target lesions. Target lesion #1 was a 95% stenosed and 10mm long with a reference vessel diameter of 3.4mm de novo lesion located in the proximal left circumflex artery (lcx). The lesion was treated with pre-dilatation and placement of a 2.75 mm x 12 mm taxus liberte stent. Residual stenosis was 0% following post dilatation. The subject was discharged 2 days after on aspirin and prasugrel. Sixteen days after, the subject was referred to the cath lab for stent placement. Target lesion #2 was a 90% stenosed and 30mm long with a reference vessel diameter of 2.9mm de novo located in the mid right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm taxus liberte stent. Residual stenosis was 0% following post dilatation. Target lesion #3 was a 90% stenosed and was 22mm long with a reference vessel diameter of 2.9mm de novo lesion located in the proximal rca. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm taxus liberte stent. Residual stenosis was 0% following post dilatation. The subject was discharged a day after on aspirin and prasugrel. On (B)(6) 2012 the subject died. At the time of event, the subject was taking "other" antiplatelet medication, clopidogrel.